Event description:
Pt has bilateral capsular contractue and right breast erosion of implant through skin (following augmentation mammoplasty with saline implants) with infection and non-healing wound.